Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the drawer controller and pyxis bus controller boards. The fse rebooted the rear drawer controller board, which was not functioning, replaced the board and flat cable, and rebooted the station. Upon reboot, there was no led indication throughout the entire drawer. The pyxis controller board, flat cable, and rear drawer controller board were swapped, and the drawer was successfully configured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer d1 was not detected on bus. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.